Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and eight months of post deployment, a computed tomography of abdomen was performed for evaluation of inferior vena cava filter. The study showed that there was a caval perforation of grade 3 organ abutments with the aorta at 1 o'clock, grade 3 organ abutment at 8 o'clock with subjacent vessels and a grade 2 caval penetration at 5 o'clock. The study also showed that there was a right lateral tilt measuring 13.80 degrees with no significant anteroposterior tilt. Also, the filter was located with the tip below the right renal vein and a total of eight struts were identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately ten years and eight months post filter implantation, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.